Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported in manufacturer¿s report # 2182207-2023-01897 [information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient was admitted to the emergency room (ER) with overdose symptoms of baclofen and the rep asked if the pump could be put into minimum rate. The emergency procedures manual was shared with the rep.] It has since been determined that this is the same event reported in manufacturer¿s report # 3004209178-2023-15589. Any additional information received regarding this event will be reported in manufacturer¿s report # 3004209178-2023-15589.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly;-¿sc connector-damaged at explant¿. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2023: baclofen with concentration 2,000.0 mcg/ml at a dose rate of 12.7 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professionals (hcp) that the patient had surgical intervention and the hcp replaced the pump due to "malfunction" and revised the catheter (pump segment). It was also stated by the hcp, "it was our clinical impression that the patient was likely experiencing baclofen overdose, albeit programmed at her baseline, prior habitual baclofen intrathecal dose. Therefore, we re-programmed the infusion pump to deliver the minimum therapeutic baclofen dose (96 mcg/day) at the current concentration (2000 mcg/ml)." It was also reported that they would monitor the patient's response to this.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system for intractable spasticity. The pump was used to deliver unknown baclofen 2000mcg/ml at a dose of "274.1/24 hours". It was reported that a possible catheter failure occurred. The patient experienced possible baclofen withdrawal symptoms. A dye study was performed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, it was unknown if the issue was resolved. The patient status was "alive-no injury". Surgical intervention did not occur and it was asked but unknown if surgical intervention was planned. Additional information received from a healthcare provider on (B)(6) 2023 indicated that a poison control doctor was consulted, as the patient was having "issues with the therapy", "some withdrawal and overdose", and mental status change symptoms. The healthcare staff managing the patient at the hospital were wondering about turning the pump off and the poison control doctor was questioning this. The reporter was wondering what the oral equivalent of the baclofen would be. The reporter was referred to the drug manufacturer. It was noted that the rep had been involved with the healthcare staff at the hospital. The healthcare staff at the hospital attempted to aspirate the catheter access port and there was "minimal aspiration". Emergency procedure information was sent to the reporter. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.